Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: e1(event site state: missouri, event site telephone: (B)(6). (Medical device ¿ problem code ). Additional point of contact: (B)(6) . Occupation: nurse. It was reported that during a service visit performed by a getinge field service engineer (fse), it was observed that the slide handle assembly for the cardiosave intra-aortic balloon pump (iabp) was missing hardware. There was no patient involved and no adverse event was reported. While on site for so# 43759966, it was discovered that the slide handle assembly was missing hardware and the wheel assembly was not functioning properly. A getinge field service engineer (fse) remarked as, replaced missing and wore out hardware due to normal wear and tear due to the natural of their business. Refer to service order (B)(4) for measurement details and safety tests. Device passed all functional and safety tests and device was returned to customer and cleared for clinical use.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a service visit performed by a getinge field service engineer (fse), it was observed that the slide handle assembly for the cardiosave intra-aortic balloon pump (iabp) was missing hardware. There was no patient involved and no adverse event was reported.